Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, a nondisplaced fracture occurred when implanting the final stem despite prophylactic cabling. Additional cables were used for stability. Attempts have been made and no further information has been provided.